Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and intermittent non-capture. Also, patient presented to the hospital with shortness of breath. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: event date: (B)(6) 2021

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and intermittent non-capture. Also, patient presented to the hospital with shortness of breath. This lead was succesfully replaced. No additional adverse patient effects were reported.